Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging lack of sleep, memory loss, headaches, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of sleep and memory loss, headaches from not being able to use the device due to the recall. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate found on inside and outside of the top enclosure, inside and outside of the ui panel. Hairlike substance was found on the inside of the bottom enclosure. Liquid ingress was observed on the p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effect- impact code has been updated or corrected in this report.